Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.

Event description:
The customer reported that the device had an exposed wire. It was not used on the patient. The device was returned and an initial evaluation confirmed that the wire was exposed. The device failed hipot testing.